Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported that around 10 am the morning of the report, the pump began alarming once an hour, displaying service code 8254 (low reservoir). Later, the code switched to 8286 (empty pump), and the alarm started going off every 10 minutes. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned having an appointment on thursday to have the pump refilled but was instructed to contact the manufacturer to silence the alarm. The agent informed the patient that only their doctor could silence the alarm by connecting to their clinician programmer. The patient became escalated, stating, "that's a design flaw. I should be able to turn off the alarm."  The patient would call their doctor back. Additionally, the patient reported they "know" there was "fluid" still in their pump because, during the last two refills, they received back more medication than expected.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.